Event description:
Customer reported that buttons on the touchscreen were less responsive, requiring multiple attempts to enter the code. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.